Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. One day after event onset, the patient was hospitalized and began treatment with vancomycin (1 gram, route, frequency not reported) and fortum (1 gram, route, frequency not reported). At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: at the time of this follow up report, the patient was not recovering from the peritonitis event and the patient was switched to hemodialysis. Seven days after the onset of event, the patient¿s catheter was removed and recatheterization was scheduled for after one month. Should additional relevant information become available, a supplemental report will be submitted.